Manufacturer narrative:
The date of the event has been corrected to reflect the date the endoleak was discovered on images.

Manufacturer narrative:
.

Event description:
On (B)(6) 2011 a patient underwent treatment of an abdominal aortic aneurysm measuring 5.5cm, with gore excluder aaa endoprostheses featuring c3 delivery system. On (B)(6) 2015 computed tomography images showed that the aneurysm sac had increased to 6.2cm. It also showed that there was approximately 8mm distance between the proximal end of the trunk-ipsilateral leg component and the lowest renal artery. On (B)(6) 2015 a reintervention procedure took place. A 16fr gore dryseal sheath was used for access initially, but when the physician attempted to advance a gore excluder aaa aortic extender component, the component seemed to be sticking. The 16fr sheath was exchanged for an 18fr sheath and the aortic extender component was advanced and deployed successfully. The final angiographic run showed no issues and the patient did well.

Manufacturer narrative:
Corrected date of manufacturer's awareness.

Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) lot serial number readable UDI: (B)(4). (B)(4) lot serial number readable UDI: (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The imaging evaluation stated the procedural images dated (B)(6) 2011 showed the marker catheter position pre-device deployment. Post deployment there appears to be contrast pooling outside of the device in the sac. There also appears to be contrast pooling posterior to the device on the lateral image. The post-implatation cta dated (B)(6) 2015 showed the appearance of the devices distal to the renal arteries, extending into both iliac arteries. The proximal end of the trunk-ipsilateral leg component appears to be approximately 11mm distal to the renal arteries. There appears to be approximately 4mm from where the circumferential proximal end of the device is to the top of the aneurysm. There appears to be an area of contrast pooling in the sac at approximately 2 o'clock on the delayed images. There appears to be a second area of contrast pooling in the sac. The second location appears posterior to the devices on the delayed images. The origin of the contrast at the two locations is unknown, endoleak is of indeterminate origin. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011 a patient underwent treatment of an abdominal aortic aneurysm measuring 5.5cm, with gore excluder aaa endoprostheses featuring c3 delivery system. On (B)(6) 2015 computed tomography images showed that the aneurysm sac had increased to 6.2cm. It also showed that there was approximately 8mm distance between the proximal end of the trunk-ipsilateral leg component and the lowest renal artery. A plan for a reintervention by means of an aortic cuff placement was made. The patient is being monitored.